Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced a headache, a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided glutagene for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The report is being filed on an international, product, model number 78802-01, which has a similar product distribution in the u.s. Model umber 71992-01. All pertinent information available to abbott diabetes care has been submitted.